Event description:
It was reported that the balance middleweight (bmw) hydrocoated guide wire was advanced through the heavily calcified and heavily tortuous obtuse marginal vessel without any resistance felt; however, when an attempt was being made to reposition the guide wire, during pullback of the guide wire, resistance was felt. The tip of the guide wire separated at the tip of the guiding catheter. A balloon catheter was advanced to the separated tip and inflated and the separated tip was able to be retrieved without issue from the patient. The device was made to abort the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported detachment of the device was confirmed. The difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.